Manufacturer narrative:
The complaint sample has not been received for evaluation. A follow-up medwatch will be submitted if additional information is received.

Event description:
A report was received regarding an alleged issue encountered during use of the mps delivery set. The report states that there was a leak on the arrest cassette at the point where the tubing enters the flange on the top of the bag. There were no patient complications resulting from the alleged issue.

Manufacturer narrative:
The device was evaluated and was confirmed to be leaking where the tubing and the pouch are connected. Inadequate weld by the manufacturing tool was identified as the root cause of the leak. Quest medical has implemented a process for increased preventive maintenance of the tool to prevent a recurrence of this issue.